Manufacturer narrative:
(B)(4). There was no alleged device malfunction. Additionally, the g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's father contacted dexcom patient care specialist on (B)(6) 2015 to report an allergic reaction that occurred on (B)(6) 2015. Patient's father stated that the patient experiences a bright red and bumpy reaction, sometimes resulting in scabbing, after 3-4 days of sensor usage. Reaction occurs wherever the sensor patch adhesive touches, regardless of insertion site. Patient's father treats the affected area with neosporin. Additionally, the patient was taken to the dermatologist who stated the allergic reaction is a result of the adhesive and recommended trying different adhesives. At the time of contact, no further medical intervention was reported.